Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: previously added imdrf annex code b17, c20 no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that issue occurred during pre-op, there was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID ni m4cpb1 : patient interface nim4cpb1 nim 4.0, sn: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim vital had patient interface problem detected, unable to resolve, error displayed. There was no patient impact.

Manufacturer narrative:
H3: analysis did not find any fault with the device. H6: previously added imdrf annex code b21, c21 no longer valid c19 d20 are applicable for this device d10: other relevant device(s) are: product ID nim4cpb1 : patient interface nim4cpb1 nim 4.0, sn: (B)(6) h3: analysis found customer's reason for return has been confirmed. The pi when trying to connect via bluetooth or cable present an error, making impossible to work. The afe board leads are loose. The stim board is faulty. The batteries are more than 2 years old. H6: previously added imdrf annex code b21, c21 no longer valid c0201, c07, d02 are applicable for this device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim vital had patient interface problem detected, unable to resolve, error displayed. Additional information received stating that issue occurred during pre-op, there was no patient involvement.